Manufacturer narrative:
Concomitant products: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
It was reported that the patient was experiencing a shocking/jolting sensation. The location of the shocking is in the patient's head and goes through their chest into their armpit. They are also able to charge for 10-15 minutes before the pain from recharging becomes too unbearable. Their pain is worse if the ins is on or off. The stimulation was fine on the right side but has "turned to severe pressure" on the lower left side of their head and neck. Impedances were check and noted to be fine. The stimulation was adjusted but not to where they were comfortable with the settings. They also tried doing an on/off cycle but the patient was not happy with that either and wished to have their device removed. Lastly, surgical intervention was planned however the health care provider (hcp) will not explant the device because the patient smokes and the hcp wants them to find a doctor to prescribe them pain medications.

Event description:
Additional information received reported the patient had shocking. The patient was very angry and wanted to have the pain management doctor prescribe post explant narcotics before she has the device explanted. She was extremely angry with the office and stated that she was still using the device for pain, she just did not want it to remain implanted. The rep told the patient that she could adjust the device, but there was nothing more she could do for her. It was noted the patient asked the representative to try to talk the physician into removing the device as soon as possible. When the implanting physician would not explant the device unless the patient found a doctor to prescribe her pain medication, the patient demanded that the rep find a doctor to take the device out. While the patient indicated the issue of shocking started in (B)(6) 2015, the rep¿s first inclination of the issue was a week prior to the report as at the one month appointment, the patient was fine. The patient wanted the device explanted and found a pain management physician with whom she could meet with in august. It was noted the patient was implanted in april for occipital which was off-label.